Event description:
It was reported from ous that the insert trial was damaged during surgery. The trial was broken, no pieces fell into the surgical site. Patient's health was stable leaving the or. The surgery proceeded without use of the special instrument. The agent was present at surgery. There was no delay to the surgery and no clinical consequence to the patient. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Completed on 31 jul 2018 by mb. Visual evaluation condition/findings: (conducted with a 7x or lox optical unless otherwise specified) the fracture surface appears consistent with crack propagation, and ultimate fracture. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the logic tibial trial has been in the field since 2013. Exactech has received 37 similar complaint reports involving 48 tibial trials since 2013. This issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot, which has been in the field since 2014. Therefore, this issue does not appear to be manufacturing-related. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken device reported in experience c2017-643 was likely the result of impacting or dropping the device onto a hard surface, which led to crack initiation, propagation, and ultimate fracture of the trial. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. There was no patient adverse event, the device pieces did not fall into the surgical site. An investigation was conducted; the broken device reported was likely the result of impacting or rm number (B)(4) rev: - effective date: 10/15/18. Controlled document company confidential page 3 of 3 dropping the device onto a hard surface, which led to crack initiation, propagation, and ultimate fracture of the trial.